Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient information is limited due to confidentiality concerns. The baseline gender/age of the patients represented in the article is male/71 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: permanent his-bundle pacing as an alternative to biventricular pacing for cardiac resynchronization therapy: a multicenter experience. Heart rhythm. 2018; 15(3):413-420. Doi: 10.1016/j.hrthm.2017.10.014. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this model of an implantable pacing lead. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead serial numbers. The article indicated that there were patient deaths from infection/sepsis. There were also patients with an increase in capture thresholds; these leads were either managed ¿conservatively¿ or replaced with an left ventricular (lv) lead. There was one patient who had their lead and system removed due to infection. The location of the leads is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.